Manufacturer narrative:
Initial and final MDR 1904932 - MDR 3003442380-2024-12534 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing detached from hub event, first on (B)(6) 2024 and second on (B)(6) 2024. Both the sets were in use for one day. The blood glucose level at the time of events were 290 to 300 mg/dl and the patient resolved both events by changing infusion set and resumed insulin successfully. No further information available.